Event description:
This case is cross referenced with case: (B)(4). (Cluster) this unsolicited case from united states was received on (B)(6) 2017 from a non-healthcare professional. This case concerns a (B)(6) female patient who received treatment with synvisc one and later after unknown latency had swelling and pain. No past drug, medical history, concomitant medication or concurrent condition was provided. On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection once (dose and indication: unknown). The same day, the patient experienced swelling and pain. It was reported that the patient required follow up visit next day for steroid injection. Corrective treatment: steroid for both the events outcome: unknown for both the events a pharmaceutical technical complaint (ptc) was initiated and ptc results were pending. Seriousness criteria: required intervention for both the events pharmacovigilance comment: sanofi company comment dated 27-dec-2017: this case concerns a patient who received treatment with synvisc one and later experienced pain and swelling. Although exact event dates are not reported however, based on reported information a temporal relationship cannot be ruled out with the product administration. However, due to lack fo information regarding medical history, concurrent condition and past drugs precludes complete assessment of the case.

Event description:
This case is cross referenced with case: (B)(4) (cluster) this unsolicited case from united states was received on 14-dec-2017 from a non-healthcare professional. This case concerns a (B)(6) years old female patient who received treatment with synvisc one and later after unknown latency had swelling and pain. No past drug, medical history, concomitant medication or concurrent condition was provided. On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection once (dose and indication: unknown). The same day, the patient experienced swelling and pain. It was reported that the patient required follow up visit next day for steroid injection. Corrective treatment: steroid for both the events outcome: unknown for both the events a pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4) the product lot number was not provided; therefore a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: required intervention for both the events additional information was received on 26-jan-2018. Global ptc number and ptc results were added. Clinical course updated. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 26-jan-2018: the follow up information does not change previous case assessment. This case concerns a patient who received treatment with synvisc one and later experienced pain and swelling. Although exact event dates are not reported however, based on reported information a temporal relationship cannot be ruled out with the product administration. However, due to lack fo information regarding medical history, concurrent condition and past drugs precludes complete assessment of the case.